Event description:
It was reported that the pump showed service due and lec 1310 messages when pump was turned on. Per reporter, the current software version is 97-0304-51f and the failure was discovered on setup. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have an error code 1260 that occurred in-house during testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the microprocessor (mp) board, and the pump passed all functional tests and performed as intended after repair.